Manufacturer narrative:
Summary investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1055341 for needle clog. This is the 3rd related complaint for needle clog on lot # 1055341. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that it clogged during flow check. The following information was provided by the initial reporter: consumer reported finding half of this box to clog during flow check.